Manufacturer narrative:
One cardiomems i2 patient electronics system was received for investigation. Visual inspection of returned material revealed functional damage to the sma quad band 6in rubber duck antenna, which is commonly referred to as the gsm antenna. Damage to the gsm antenna came in the form of the sma connector portion broken off from the rest of the component resulting in exposed antenna contacts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformance's were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a broken gsm adaptor resulting in exposed antenna contacts.